Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. This was noted to not be a bow-tie pattern. The user was firing at 100% firing power. The physician performed a biopsy prior to the ablation procedure and obtained two core samples which led to significant drop of pixels during the treatment monitoring. The physician did not flush the biopsy. There were no patient complications reported in relation to this event.